Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to protruded or loose drive support disk. Unable to perform occlusion, prime, the excessive no delivery test due to motor error alarm. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was unknown. No further information reported.